Event description:
It was reported that a continu-flo solution set leaked from just below the drip chamber. This occurred during priming with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation out of the pouch, partially primed to just below the check valve. The sample was functionally tested by spiking it into a solution bag and re-priming. A leak was identified at the outlet port of the drip chamber. Microscopic inspection revealed a channel between the tubing and the drip chamber outlet port. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.